Manufacturer narrative:
The customer reported the suspected main printed circuit board assembly is available for analysis and was ordered for returned. At this time, vyaire has not received the suspected component for evaluation.

Event description:
The customer reported while using the vela ventilator; the device displays frequent circuit occlusion alarms. The customer performed troubleshooting, but the issue did not resolve. The customer reported the event log displayed circuit occlusion and transducer fault errors. The customer determined the most likely cause of the reported event is the main printed circuit board assembly. The issue occurred during patient-use. The customer reported there is no patient consequence associated with the event.